Manufacturer narrative:
Pending device return for analysis and review of device history record. Internal complaint number: complaint-(B)(4).

Event description:
Reporter contacted technical solutions to report a prometra ii 20 ml pump displaying error codes 100 and 124. They reported that the patient started feeling a lack of relief due to the pump being shut off from the errors. The errors were cleared, but then reappeared. The pump was later explanted and replaced.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. The error was erased by doing a soft reset. The pump was programmed to flow overnight. The pump successfully flowed within specification. The pump was inquired later in the day and the error codes had presented again. A programmer terminal tool was used to confirm that a crc error was present. Crcs are used to detect accidental changes to digital data. If the check values do not match, an error code 124 is flagged. Once the error code 124 is present, the pump stops and error code 100 is then flagged. The root cause of this issue is due to a corruption of the data that is read during a cyclic redundancy check (crc). Engineering was unable to determine the cause for corruption of the data. Internal complaint number: complaint-(B)(4).